Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patients ipg was not holding a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg was not holding a charge. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients ipg was not holding a charge. The patient will undergo an ipg replacement procedure.